Event description:
It was reported that the patient experienced overdose and underdose symptoms. The patient was unable to talk because of their condition. The pump was alarming due to an empty reservoir. A catheter dye study was done and results were found to be normal. The pump was replaced. The patient recovered without sequela. The medication being delivered via the device system was baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.